Event description:
AN UNSPECIFIED ERROR MESSAGE WAS REPORTED WITH THE ABBOTT DIABETES CARE (ADC) DEVICE, AND THE CUSTOMER WAS UNABLE TO OBTAIN GLUCOSE READINGS. THE CUSTOMER REPORTED SYMPTOMS SLIGHTLY DIZZY AND WAS ABLE TO SELF-TREAT WITH FOOD. THERE WAS NO REPORT OF DEATH OR PERMANENT IMPAIRMENT ASSOCIATED WITH THIS EVENT.

Manufacturer narrative:
THE PRODUCT HAS BEEN REQUESTED BACK FOR INVESTIGATION AND THE CUSTOMER AGREED TO RETURN THE DEVICE. A FOLLOW-UP REPORT WILL BE SUBMITTED UPON COMPLETION OF INVESTIGATION ACTIVITIES OR IF ADDITIONAL INFORMATION IS OBTAINED. ALL PERTINENT INFORMATION AVAILABLE TO ABBOTT DIABETES CARE HAS BEEN SUBMITTED.

Event description:
An unspecified error message was reported with the Abbott Diabetes Care (ADC) device, and the customer was unable to obtain glucose readings. The customer reported symptoms slightly dizzy and was able to self-treat with food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (b)(6)has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful.Sensor state 7 with event log 130 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. Functionality test will be performed on the sensor to verify if sensor is functioning as intended.The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s PCBA (Printed Circuit Board Assembly); no issues were observed. Perform SMU (Source Measurement Unit) Testing ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise Voltage and Sensor Thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed.This also serves as a correction report. Section H11 (Additional Mfr Narrative) was incorrectly submitted in the previous report. Correction has been made.All pertinent information available to Abbott Diabetes Care has been submitted.